Event description:
It was reported that, while the customer was playing soccer, the pump touch screen became cracked and unresponsive. Customer¿s blood glucose was 149 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy.